Event description:
This is a report by a 51 year old female peritoneal dialysis (pd) home patient (hp) in the USA of peritonitis due to catheter displacement (non-baxter product) coincident with baxter dianeal pd4 ambutlex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambutlex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on an unknown date in (B)(6) 2011, she experienced peritonitis. The patient was not hospitalized for the peritonitis. On an unreported date in 2011, a peritoneal effluent culture was performed. The result of the culture was unknown. The patient stated that the peritonitis occurred because she had a baby on her lap and the baby bumped the table during the pd exchange, causing her catheter to pop (further details not provided). The patient stated that the catheter was displaced , which allowed fluid to leak into the peritoneum (no further detail was provided). At the time of this report, the patient was recovering. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided. The consumer declined follow up with the nurse. The brand of catheter is unknown. No further information was provided. Patient injury reported: yes medical intervention required: unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).